Event description:
In the u.s., epa and dot regulations allow disposal of lithium batteries with ordinary household waste provided that they are fully discharged. According to the report, health and safety personnel discharged a low capacity lifepak 500 AED's nonrechargeable lithium battery pak that then emitted a sulfurous smell and what appeared to be smoke and had to evacuate two floors of a facility building with a fire dept. Haz mat response team. The reporter stated, they followed directions and used a hammer and screwdriver but, since they didn't see a "slot," they hammered the screwdriver through the white rectangle on the label. Files was originally closed on 8/29/2006 with an alert date of 5/22/2006. Upon clinical re-evaluation of the reported incident, event type is changed from complaint to malfunction with an alert date of 9/13/2007.

Manufacturer narrative:
Physio control reviewed battey safety information with the reporter. The battery pak label instructs users, "to dispose of this battery properly, discharge completely by driving blade of screwdriver down into slot as indicated." Also, according to the lifepak 500 AED's operating instructions, after placing the tip of a flat-tipped screwdriver on the slot, user a hammer to, "strike a moderate blow straight down on the top of the screwdriver handle. Make sure that the tip of the screwdriver breaks the label and penetrates approximately 3 mm (1/8 inch). This will strike an internal pin, initiate full discharge, and permanently disable the battery."